Event description:
It was reported that a transmission initiated through the remote monitoring mobile application did not complete successfully. It was noted that the transmission progress indicator reached completion; however, the transmission was not sent. It was further noted that the mobile programmer application was subsequently used and was able to view the implantable pulse generator (ipg) interrogation in the data summary screen but was unsure how to transmit the interrogation. Troubleshooting steps were taken to include reviewing the workflow being used and confirming the application requirements. It was advised that transmissions should be performed using the remote monitoring mobile application rather than the mobile programmer application. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.